Manufacturer narrative:
An event of an amplatzer septal occluder deploying with a cobra deformation was reported. A more comprehensive assessment could not be performed as the device was not returned for analysis; however, three photos and a video were received for analysis. Based solely on the aforementioned media, it appeared that a cobra deformation occurred. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
On (B)(6) 2020, a 24mm amplatzer septal occluder was selected for implant. During placement he device was recaptured twice and on the third placement a deformation was noted. The device was recaptured and washed in hot saline. The device is reassembled and again a cobra deformation was noted. The physician decided to remove the device. The closure was not performed since the patient anatomy would not allow for a larger device and the procedure was postponed. The patient is in stable condition.